Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no information provided about any adverse impact on the customer's blood glucose levels. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support if any issues reappeared, which they acknowledged and understood.